Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support via left femoral artery access, an ¿impella in aorta¿ alarm was observed on the automated impella controller (aic). An echocardiogram was performed to assess device position. It was reported that the device was appropriately positioned within the left ventricle, with approximately 4 cm exposed. Pressure measurements were reported as 93/41 mmhg on the placement signal and 109/52 mmhg on the arterial line. Clinical support was consulted, and best practice recommendations were provided. The placement signal was subsequently deactivated. The device continued to provide support during use. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.